Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The product is not expected to be returned for evaluation.

Event description:
It was reported the patient received the following results within 15 minutes: lo (= lower than the measurement range of the meter) and 70 mg/dl.